Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that missing pockets. A field service engineer, replaced tray and verified it's operation to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system plastic bracket that secures the cubbies has been completely detached from an entire row. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.